Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was not switching on. The customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Through follow-up, key market (km) indicated the reported problem was not confirmed. The manufacturer's field service engineer (fse) was dispatched to the site and checked the unit. The unit was found to be working fine. No parts were replaced due to no problem with the unit. Unit was working fine. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause for the reported issue could not be determined due to no problem found on the unit. Correction: the customer reported there was no patient involvement.

Event description:
The customer reported that the unit was not switching on. The customer reported there was no patient involvement.